Event description:
It was reported that the customer's blood glucose (bg) was 350mg/dl. Customer alleged that the pump was intermittently not delivering insulin properly. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.